Event description:
The green light is not flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 23rd august 2007. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to a faulty bt1 coin cell. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
The green light is not flashing. There was no patient involved in this event.